Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported that the pt had a hyperopic lasik done ten years ago. In a follow-up, the surgeon reported the pt is improving and is much less hyperopic. In his opinion, it is unk if the device caused/contributed to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).